Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a motor error alarm and partial display. The screen had a line going through it. They could not really see the numbers on it. It had been there for a couple of weeks. The customer¿s blood glucose during the incident was unknown. Troubleshooting was not performed because the customer had the insulin pump and was not present at the time of the call. The insulin pump will be returned for analysis.